Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (6.0 mg/ml at 2.7010 mg/day), bupivacaine (20.0 mg/ml at 9.003 mg/day), and clonidine (600.0 mcg/ml at 270.10 mcg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient underwent an anterior interbody fusion at l4-5 on (B)(6) 2018. It was noted the patient was complaining of increased pain, postural headache, photophobia and nausea on follow up to healthcare provider (hcp). The patient was sent for a intrathecal dye study. The dye study was performed on (B)(6) 2017 and there was sluggish aspiration of 1 ml of fluid with 0.5 ml of contrast injected delaying appropriate flow at t9 on the right side. It was noted there was a catheter break or cut. The patient then began to feel diaphoretic and felt like they were going to lose consciousness. Emergency medical services were contacted and the patient was transported to the hospital. The patient's spinal segment of the catheter was revised on (B)(6) 2017. It was noted a pedical screw had nicked the catheter during spinal surgery. It was noted the event resulted in in-patient hospitalization and an emergency room visit. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
Product ID 8780, (B)(4) implanted: (B)(6)2014 explanted: (B)(6)2017 product type catheter (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the catheter cut/break was due to the catheter being nicked by a pedical screw during spinal surgery. The exact spinal surgery for when the catheter was nicked was not determined/unknown. The patient's baseline weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-mar-29. It was reported that the clinical diagnosis was updated to " post dural puncture headache."